Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported there was an alleged "leak and the tubing broke" for a lap-band device. The event was first observed during an adjustment fill when the physician noted there was "less fluid than there was supposed to be." The port and tubing were explanted and replaced.